Event description:
It was reported that the lead exhibited noise. The lead was not used.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the lead passed electrical tests, exhibiting normal characteristics. No anomaly was found on the lead body. After cleaning, the helix could be extended and retracted and measured within spec.